Event description:
The information received from the (B) (4) study indicated that two months after the index procedure of the patient died. There was no autopsy and no official cause of death known. This was thought likely to be a cardiac event. The pi does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 471 mg/dl, 206 mg/dl, 203 mg/dl, and 135 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.